Event description:
Patient's starting hemoglobin was 12.2, hematocrit 34.7%. During surgery the h/h on washed blood was 11.2 / 33% with a potassium less than 2.0. Normal hemacrit on washed blood would be 58 to 62%. Lab values were checked and found correct. The decision was made not to infuse washed cells.according to the manufacturer, the reported symptom was a level sensor problem. The machine was out of calibration causing the failure.what was the original intended procedure?laminectomy t7 - t10 for reduction of fracture and decompression, posterolateral arthrodesis of t7 - 8, t 8-9, t 10-11, pedicle screw and rod placement.device #1is this a laboratory device or laboratory test?no.